Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The pc1781 was identified defective and in need of replacement. The replaced parts has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).